Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The programming changes were made. The patient was in stable condition and will continue to be monitored.